Event description:
Request for reimbursement. With respect to your letter dated in 2007, I am requesting reinbursement for additional out of pocket expenses that I incurred as a result of my experience. I had been having problems with build-up of a substance in my eyes when wearing my contacts (o2 optix). I have been wearing contacts for over 5 years and never had these problems before. I had been wearing the o2 optix lenses for over 2 years with no problems. I was coming to the end of my lenses (two-week disposables) so I set up an appointment with an eye doctor and told him of my problems. (My doctors visit was covered by my work medical plan). I decided to switch back to daily disposables as he suggested the build-up could be caused by re-using my contacts and the solution just not always cleansing the lenses totally. So I switched back to focus dailies - the lenses I used prior to the o2 optix so I wouldn't have to use solution anymore. My eyes have improved since, but I still get a little build- up that causes irritation, itchiness and redness when I wear my disposables for any length of time. I decided to get a new pair of glasses instead of using contacts to avoid irritation all together. After ordering my glasses, I heard about the recall of your product. The symptoms seemed similar to what I was experiencing. I have done nothing different with my contacts over the past 5 years except change my solution. Your solution is the latest one I have been using when I began to experience these problems so it is the only thing I can contribute the build-up to. I have always cared for my lenses in the correct manner, cleaning and disinfecting my lenses and case on a regular basis. I have attached copies of my receipts for both my new contacts and my glasses. As you can see by the dates, I bought my glasses very soon after I purchased the contacts. As I can no longer use the contacts I purchased, I am requesting reimbursement for my out-of-pocket expense for my glasses (in addition to the cost of the set of o2 optix lenses I disposed of, my storage case and the solution I have returned to you -- see enclosed form). Because my health insurance only covers lenses or eye glasses, I was forced to pay for my glasses solely at my expense because I had ordered contacts a few weeks earlier. I am very interested in finding out the results of your testing on the solution I am returning to you. Please inform me of the results as soon as possible. Should you have any questions, I can be reached at the above address or by phone.